Event description:
It is alleged that during a case the instrument was arcing and reportedly burned the patient's bladder in several places. It was reported that the cautery hook was switched out but continued to arc. It was also reported that the case was completed with no injury to the patient.